Event description:
Additional information was received which indicated that this lv was surgically abandoned and replaced. It was noted that the lead was fractured. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that the crt-d was explanted due to normal battery depletion (nbd), and the lv lead remains in service. Subsequently, the newly implanted crt-d recorded intermittent high, out of range lv lead impedance measurements. In addition, noise was oversensed, and the company representative questioned if loss of capture (loc) occurred. Technical services (ts) discussed troubleshooting options. This crt-d and lv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. It was noted the patient experienced shortness of breath. The lv lead vector was reprogrammed. This crt-d system remains in service. No adverse patient effects were reported.